Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 site number (B)(4) (type I bone). Possibly overheating of the bone was involved in the event. The clinician reports that the site was grafted on (B)(6) 2000 with bovine bone, fddmb, collagen plug. The clinician states that the implant failure was due to pain around the implant. The implant was removed on (B)(6) 2011 due to pain, bleeding, swelling, and mobility. The patient's medical history reveals no significant findings.